Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to transmission issues, a portion of the sensor wire remained under his skin at insertion site. At the time of his call to technical support, patient reported slight irritation at the insertion site, and pain on occasion, but that he is in fine condition. No medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.